Event description:
It was reported that a new user on day five of ilet therapy experienced persistent hyperglycemia, with the highest blood glucose of 600 mg/dl starting the prior afternoon. Also reported was that the caregiver had attempted infusion set insertion with the needle guard still in place. The user did not report any foreign body issues, subsequently used subcutaneous insulin as back-up therapy. Symptoms include hyperglycemia. Outcomes included troubleshooting and education completed with guidance to disconnect from the ilet for two hours after manual injections, and no alerts or alarms were reported. Investigation included customer interview, device and consumable history review, and user technique review. Investigation included troubleshooting and education with the user. Investigation of this case revealed supply replacement and confirmation that tubing and cannula were changed, and a successful set change was completed. It was concluded that the event involved hyperglycemia with unclear cause, potentially related to infusion set placement issues. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.